Event description:
It was reported that the customer had a display anomaly on the insulin pump. Customer's blood glucose level was normal. Customer did not require medical treatment. No further details given.